Event description:
It was reported that the device fell apart into the patient and delayed the case by 30 minutes. Multiple requests were made for more information, but no information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received. Complaint history for this device reveals no similar reported issues. No lot number was provided so the device history record could not be reviewed for discrepancies.